Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the system drive and scsi disk controller. Replaced the system drive and reloaded software. Replaced scsi disk controller. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system would not boot. No patient injury or involvement was reported.